Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump¿s correction factor was incorrect due to the customer entering a correction factor of 1u:8 mg/dl rather than the healthcare provider¿s recommended value of 1u:80 mg/dl. Tandem technical support assisted the customer with correcting the setting. Blood glucose was 195 mg/dl.